Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming air in line. They instructed the patient to acknowledge the alarm and restart the pump. The pump continued to alarm. They attempted to unlock the cassette, but the cassette was locked so no additional troubleshooting was done. They also attempted to restart the pump several times, but the pump continued to alarm. They instructed the patient then to power the pump off, clamp the tubing and call the clinic. Patient was instructed to go into the local emergency room if they cannot get a hold of anyone at the clinic. Patient verbalized understanding and agreed to go to the emergency room for further assistance. This event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.